Event description:
Patient reported ¿falling into a depression with everything that's going on.¿ patient additionally reported ¿brain fog¿, ¿spots all over her back¿, ¿body doesn't feel right at all since having the implants in¿ which have been deemed not related to the device. Healthcare professional reported capsular contracture baker grade 3. Affected side is right. Device has been explanted and capsulectomy performed.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.